Event description:
It was reported the patient¿s healthcare professional (hcp) removed the implantable neurostimulator (ins) due to difficulty inserting the lead into the ins header block. The reporter stated surgery was done on (B)(6) 2013 and the hcp anticipated doing a lead revision, but after starting the surgery the hcp noticed the ins was defective. It was noted the hcp could not insert the lead into the header block. It was further noted the set screw clicked using the torque wrench, but the screw was not tightening down on the lead so the ins was replaced. Additional information received reported the ins was not ¿locking in, there was no click from the torque wrench¿ so the lead was not tightened down. It was noted another ins was used. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed no anomaly. A known good lead was able to be completely inserted into the connector port without difficulty. The connector port was checked with a fiber optic scope and no anomalies were observed.

Event description:
Additional information received reported the small screw and locking mechanism on the ins would not engage properly and the lead kept pulling out of the ins. It was noted a ¿click¿ was heard when the screw driver was used, but the lead was not locked into the ins. The reporter stated the ins was not working. It was noted the event occurred during the revision of the lead. It was further noted that there was no patient injury and the patient status after the ins was removed was recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3093-33, lot # v813526, implanted: (B)(6) 2011, product type lead. (B)(4).